Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received and reviewed; imagery showed the esheath liner expanded and the distal opened but torn and stretching material at the score line. The complaint for sheath distal tip torn was confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors being investigated. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (there was presence of calcification and tortuosity at the access vessels) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our france affiliate during a transfemoral transcatheter aortic valve replacement (tavr)with a 23mm sapien ultra valve the 23mm commander delivery system (ds) felt resistance at the distal tip of the 14f esheath+. The distal tip was also noted to be torn. There were no difficulties noted during withdrawal of the ds or sheath. There was no injury to the patient, and the patient is in stable condition.